Event description:
It was reported that the patient's implanted neurostimulator exhibited a shorter than expected battery life span. The patient was a high energy user, but used it only for 3 months before end of life. No other events happened. The patient underwent a device replacement with a rechargeable unit. No injury was reported.